Event description:
It was reported that the device was cleaned and reprocessed without noticing that the clip remained in the scope. The issue found during reprocessing. Prior to this event reported, according to the reporter, the device was used on a clipping treatment procedure on (B)(6) 2022. At that time, cleaning was performed on the scope without noticing that the clip remained in the scope. According to the reporter , although there is a difficulty of inserting the brush during cleaning, the brush passed and the cleaning process proceeded as it was. On (B)(6) 2022, when tried to use the scope in another patient for a diagnostic procedure , suction was found weak , the scope was immediately removed from the patient. The intended procedure was completed with similar device and no report of patient injury or harm. After cleaning the scope after the procedure, it was noticed that the suction button could not be pushed in and when injected with water via syringe, the suction button came off and found a clip in an open state from the suction cylinder part. According to the reporter, no health hazards have been reported at this time. It was reported that the device prior to use was inspected with no abnormalities found (no abnormality was felt in the suction during inspection before usage). There is no patient infection associated on this report. There was no patient harm or injury reported due to the event. No user injury reported. This report is for patient identifier on the case performed on (B)(6) 2022.

Manufacturer narrative:
The subject device was not returned for evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to due to the environment, improper reprocessing, or handling conditions. Olympus will continue to monitor field performance for this device.